Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes experienced 3 cases of foreign matter contamination, 3 case of air bubbles in gel, 1 case of no label or missing label information, and 25 cases of molding defects which were noted prior to use. The following information was provided by the initial reporter: molding defect (discolored) x23. Fm in gel x1. Air bubble in tube x3. Scratch x2. Black embedded fm in cap x1. Printing defect x1. White fm in tube x1.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for molding defect, fm (embedded hemoguard shield and tube), fm in gel, scratch on tube, ink smear/printing defect, and air bubbles in gel. With the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and embedded fm (tube and shield), discolored, fm in gel, defective printing/ink smear, scratch and gel air bubbles was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes experienced (B)(4) cases of foreign matter contamination, (B)(4) case of air bubbles in gel, (B)(4) case of no label or missing label information, and (B)(4) cases of molding defects which were noted prior to use. The following information was provided by the initial reporter: molding defect (discolored) x23 fm in gel x1 air bubble in tube x3 scratch x2 black embedded fm in cap x1 printing defect x1 white fm in tube x1.